Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a damaged integrated circuit. Hybrid analysis found the no-telemetry condition was caused by a depleted battery due to extreme high current on the hybrid. The high current was caused by electrical over stress damage on the l466 integrated circuit. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable cardiac monitor (icm) was explanted for an unknown reason. The device was returned to the manufacturer, analysed and tested out-of-specification. No patient complications have been reported as a result of this event.